Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator implant procedure. During the procedure, it was noted that the right ventricular - rv lead was unable to be implanted. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.